Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on patient profile. A technical support specialist (tss) remoted in and found that the cabinet was synchronizing and the patient was active, and however for the lorazepam was not showing on list. The tss noted that an update was applied on the framework system, which allowed the order to display as expected and enabled the message to transfer correctly to the medication management system. The issue was confirmed to be resolved after the update was completed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, unable to find the medication on the cabinet to add to the patient profile. After remoting in, it was observed that the cabinet was syncing and the patient was active with active medication orders; however, lorazepam 2 mg/ml oral solution was not listed. However, there were no delay and adverse events or injuries reported based on this event.